Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, instructions for use and trends was conducted for the purpose of this investigation. On 23sept2015, during the investigation it was determined that the device was manufactured by cook inc. In the us. Reportability was determined based on this evidence. No device was returned, however imaging was provided to assist with the investigation. This zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. The returned imaging was forwarded for expert review. The clinical reviewer assessed: "the moderately calcified aorta had a cross-functional area insufficient to accommodate both fully expanded limbs. The left limb radial force was reduced by acute by lcia angulation. The right limb fully expanded at the expense of the left." The lot records for the product in this case were reviewed. No notable observations regarding the quality of the product were noted during review. It was concluded that the failure mode in this case was lumen obstructed. Based on the available information the failure mode was likely related to patient anatomy. We will continue to monitor for similar complaints and notify the appropriate internal personnel.

Event description:
A (B)(6) male presented at the time of enrollment for evar and enrolled in the study. The patient's aortic aneurysm measured 57.1 mm. The proximal neck had a parallel shape with partial plaque/thrombus. The left iliac artery had mild tortuosity, mild calcification, and mild occlusive disease. The right iliac artery had mild tortuosity, mild calcification, and moderate occlusive disease. On (B)(6) 2015, (day of the procedure), under general anesthesia, the patient received a main-body graft, a contralateral (left) iliac leg graft, and an ipsilateral (right) iliac leg graft. The site noted difficulty deploying the suprarenal bare stent and noted that the "trigger wire has significant tension. Bilateral iliac angioplasty was performed after graft placement. A molding balloon was used without complications or difficulties. At the completion of the procedure, the graft was fully implanted and patent with no kinks. A type ii endoleak was noted. The patient was discharged the next day and no adverse events were reported. On (B)(6) 2015, core lab results showed the device was patent and intact with no endoleaks or kinks. Aneurysm diameter measured 58.2 mm. Site results showed the device was patent and intact with no endoleaks or kinks. Aneurysm diameter measured 52 mm. On (B)(6) 2015, the site reported a secondary intervention stating, a kink was observed on angioplasty the physician used 2 12 mm x 40 mm balloons (another manufacturer) for the right and left side, then compared pictures. Kink was resolved and a graft was patent. The site has been queried for additional information regarding the procedure. At this time, there is no other information available. On (B)(6) 2015, during the clinical investigation, it was determined that the complaint device was manufactured by cook and not another manufacturer as initially reported. Per discussion with our quality engineer, the product was changed and the report was reassessed for reportability on this date.